Manufacturer narrative:
(B)(4). (B)(6). Device manufacture date: september 2016 device evaluation: result - a sample and photo were returned for evaluation. Examination of the photo showed an additional cannula trapped between the hub and shield. The returned sample verified a piece of cannula not glued and trapped transversely between the hub and shield. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 1609004. Conclusion - according to the bd engineer, "this issue was produced during the cannula assembling process where the insertion of the cannula takes place using a rotary feeder which places every cannula into the hub. As a result of some blockage or abnormality during the insertion, some cannula could become detached falling on the following needle (the affected one). Once the needle went through the shield station, the cannula remain trapped showing sharpening side out of the shield. Based on the preventive measures and our stringent sampling inspection, the probability of occurrence of this non-conformance should be very low and always, in sporadic cases."

Event description:
It was reported that there was a second needle on the suspect device. The user was injured on this needle prior to use.